Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had their ipg replaced for an unknown reason.

Event description:
It was reported the patients ipg was inoperable. Surgery took place on (B)(6) 2022 where ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
Reason for surgery was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.